Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient experienced a break in aseptic technique. On (B)(6) 2010, the patient experienced bacterial peritonitis due to a break in aseptic technique. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient was discharged from the hospital. It was not reported whether the patient received remedial therapy. On an unreported date, dianeal pd4 ultrabag therapy was withdrawn and the patient was transferred to hemodialysis. It was not reported whether the event of bacterial peritonitis resolved or whether the patient was retrained in proper aseptic technique. The nurse stated that the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 ultrabag therapy and did not provide a statement of causality for the event of break in aseptic technique.